Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-01731. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The rotablator burr cut the rotawire guide wire inside the patient. The fractured guide wire was able to be removed from the patient. No patient complications were reported.